Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer contacted the customer and confirmed the customer was able to recover the half height cubie drawer by powering the station down and then back up. Confirmed that the drawer was functioning properly following the reboot. The issue was resolved remotely. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.